Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was experiencing inadequate pain relief despite device optimization. The patient underwent an implantable pulse generator (ipg) replacement procedure. The patient was doing well postoperatively. No further information has been obtained.